Event description:
I just talked with one of your customer service rep about the problem I ran into while trying to fit your grind guard. I had followed the instructions that came with the product closely, but the soft material ripped and came off the harder layer at the one side of the guard after I tried to refit it. Your rep promised me a replacement after I send to you the receipt, the bar code, and the lot number of the product box. Please find these items included in this letter. Thank you for being willing to send me a replacement. Lot: 413926.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.